Manufacturer narrative:
(B)(4)

Event description:
During the investigation, it was noted that one of the platinum wires was fractured at the proximal antenna. No patient injury was reported.

Event description:
During the investigation, it was noted that one of the platinum wires was fractured at the proximal antenna. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the retriever was slightly jammed in the insertion tool. The insertion tool was compressed at 9.5cm from its distal end. During an attempt to advance the retriever out of the insertion tool, friction was felt, and the retriever could not be advanced out from the insertion tool. The retriever was withdrawn and analysis revealed that the proximal shaped was damaged and one of the platinum wires was fractured at the proximal antenna. Blood was found on the retriever and on the struts. The torque device was also examined and a fracture was noted on the torque cap. During functional evaluation friction was encountered during advancement of the retriever through a test microcatheter. Additional information received indicated that no issues were identified on the device prior to use. Based on the information available and investigation findings, it is possible that damages found occurred during use of the device limiting its performance. Therefore, a root cause of operational context has been assigned to this investigation.